Event description:
Allergan aesthetics received a report of a patient treated middle and lower abdomen with coolsculpting may have developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d1, d4, d10, g1.

Event description:
Allergan aesthetics received a report of a patient treated to the upper bra roll, middle abdomen, and lower abdomen, and inner thighs on (B)(6) 2019, and (B)(6) 2020 with coolsculpting using the cool advantage cool curve plus, cool max, and cool smooth applicators may have developed paradoxical hyperplasia (pah/ph).